Event description:
Attempted to enter patient data into computer. Computer locked up. Company service technician responded via telephone within 15 minutes. Directions given over the phone by the service technician in an attempt to rersolve the problem. Technician came to the hospital and was unable to resolve problem after 2.5 hours. Returned later the same day with new part needed. Only one patient on the fetal monitor at the time the system went down. The potential existed for multiple patients to have been on the system at the timeinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, computer hardware performance tests conducted, computer software performance tests conducted. Results of evaluation: computer hardware problem. Conclusion: software/firmware caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.